Manufacturer narrative:
The system history shows that the laser was verified successfully prior to the day of treatment. No abnormalities that could have contributed to this event were found during review of the device history records. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the (B)(6) 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a patient had an enhancement lasik surgery performed on the left eye due to an under correction in their vision. A low energy reading of 70-80% was reported during the procedure. At 20 day post operative appointment, patient complained of a foreign body sensation, red, itchy and glossy left eye. Patient reports symptoms are progressively worse since surgery. Patient was prescribed an antihistamine drop to use daily. At 34 day post-operative appointment, mild debris was noted in the left eye. No additional treatment to the patient will be done at this time. Patient will be re-evaluated in a few months.